Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. Therefore, (B)(4). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery handpiece/modular device was leaking, dirty inside, oily and corroded. It was further determined that the device failed pretest for check falling out protection (steal ring), check for leakage and marking and labeling. It was noted by the reporter that the device was working fine, but had a weird sound. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/7/2010. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.